Event description:
The pump was not functioning. It was stated that device was not delivering any insulin, and the driver arms were extremely loose. The driver block could slide in the locked position. Device was not dropped, bumped, or exposed to moisture. High bgs were treated with manual injection.